Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Full functional testing, electrical safety testing, calibration and simulated therapy were performed; no additional defects or malfunctions were found with the device. A visual inspection was performed. Upon conclusion of the investigation, the cause of this issue was determined to be use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 22:21:34. During night drain cycle 11, the patient's ultrafiltration reading was 2122ml, indicating the home patient drained 1527ml more than their maximum programmed fill volume of 1700ml. No additional information is available.